Event description:
A report was received that the patient was experiencing burning sensation during charging. It was also reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1200, sn: (B)(4): device evaluation indicated that the device passed all the required tests and exhibits normal device characteristics.

Event description:
A report was received that the patient was experiencing burning sensation during charging. It was also reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.